Manufacturer narrative:
Arjo was made aware of an incident involving maxi move floor lift and toilet sling. The facility director of nursing stated that the resident fell out of the sling. Following information collected, during transfer from a bed, the right shoulder sling's clip detached from the spreader bar attachment point (lug). The patient was taken to a hospital where fractures of left hip and both c-5 and c-6 discs were found. Arjo representative visited the customer facility after the event to perform a device inspection. Apart from some scratches and paint stains, no malfunction was found within maxi move lift. The sling in question was in overall good condition. According to arjo technician, the right shoulder clip seemed to be looser compared to the other three clips, but it did not influence on the reported detachment. The facility¿s stated they attempted to duplicate a reported detachment but unsuccessful. The clips and spreader bar lugs attachments created a stable connection. The passive clip sling instruction for use (04.sc.00) provides pictographic procedure regarding clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo passive floor lift and passive clip sling were used as a system for patient transfer when resident slipped out of the device. Right shoulder clip detached and from that perspective system did not meet its performance specification, but there were no abnormalities found within the lift or the sling that could have contributed to the event. We decided to report this complaint to the competent authorities due to the fact that clip detached during transfer, the patient fell out of the sling and sustained a serious injury.

Manufacturer narrative:
Arjo qualified representative visited the customer to evaluate the device. The lift in question was working correctly. The attempt to duplicate the reported detachment was unsuccessful. Additional information will be provided upon the investigation conclusion.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and maa4031m-l toilet sling. (Serial number (B)(4)). Following information provided, during patient's transfer from the bed, the right shoulder clip detached from the spreader bar attachment point. As the consequence of the event the resident fell out of the sling to the floor. The resident was immediately taken to the hospital where it was confirmed that the left hip fracture and fractures of c-5 and c6 disc were sustained.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 9611530, 9681684, 3007420694. Currently, these products are to submitted under arjohuntleigh magog inc. Registration #9681684. We are still in a process of collecting detailed information regarding the involved devices as well as the incident circumstances. Additional information will be provided in a follow-up report upon the investigation conclusion.